Event description:
It was reported that during a lobectomy procedure that staples malformed at the first firing. The case was completed with sutures. There was no adverse pt consequence. One device returning.